Manufacturer narrative:
Insulin pump alarmed after a battery change due to broken solder joint capacitors on interface board. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported unexpected restart alarm on the insulin pump. Troubleshooting was done. Customer's blood glucose was 100mg/dl. Customer stated that the alarm happens when changing new batteries. Customer would like to replace the insulin pump. No further information provided.